Manufacturer narrative:
Additional information : manufacturer narrative the reported issue that the device had error code 132.3000 on 8015 ls unit was confirmed by tech support. Tech support had a walkthrough with the customer and revealed the following, 1. Tech has error code 132.3000 on 8015 ls unit 2. Error has to do with the tamper resist on unit is stuck 3. Make sure unit is off then move the tamper switch a little, then power unit say yes to new patient lets make sure error does not power on. 4. Error comes back up then it a issue first replace the sio board on unit. 5. Replace sio board. 6. Return the module to the factory. No further investigation of this event is possible at this time, and no patient involvement was reported.

Event description:
It was reported that the device had error code 132.3000 on 8015 ls unit. There was no patient involvement.

Manufacturer narrative:
The actual date of event is unknown. Bd technical support troubleshoot with customer over the phone. Device was not returned to manufacturing facility for evaluation. The reported issue that the device had error code 132.3000 could not be confirmed. The root cause for the reported issue that the device had error code 132.3000 was not determined. No further investigation of this event is possible at this time, and no patient impact was reported.

Event description:
It was reported that the device had error code 132.3000 on 8015 ls unit. There was no patient involvement.